Event description:
A spouse reported that the pt who was receiving treatment with a novofine 30 disposable needle for type 2 diabetes mellitus, experienced swelling at their injection site after a novofine 30 disposable needle broke off in their abdomen while pt was performing an injection in 2004. The pt reported that the needle broke while performing the injection in combination with humalog insulin delivery device in 2004. The area surrounding the pt's injection site on their abdomen became swollen and pt consulted their physician regarding the problem. Two days later the physician created a small incision in the area, but was unable to locate any needle fragments or foreign matter. The physician prescribed 500 mg of cefzil (cefprozil) daily and referred the pt for an x-ray. The spouse reported the x-ray did not show any needle fragments or foreign matter in the pt's abomen. Spouse indicated that the area around the incision and injection site currently remains swollen. The pt uses a new disposable needle for each of their injections. Pt removes needle immediatley following their injections. Pt wipes their injection sites with an alcohol pad prior to injections and pt rotates their injection sites per recommendations.